Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump alarmed button error and had an unresponsive keypad. The customer did not have a medically prescribed back-up plan and took herself to the emergency room where she was treated. The customer wanted medtronic to pay the emergency room bill. The customer's blood glucose level was 420 mg/dl. The customer was treated with insulin through an IV. The customer was not wearing the device 5 hours prior to the visit. Nothing was replaced or returned.